Event description:
It was reported that the patient¿s blood glucose level rose to 434 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that the cannula did not properly insert into the infusion site (hip/buttocks), and upon removal, it was found pointing upward instead of toward the skin. The patient also reported insulin leakage, and irritation with a small bump at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.